Event description:
The user facility reported that the glidecath device involved was used to treat a patient with in-stent restenosis of the left superficial femoral artery (sfa). The entire length of the sfa was stented. The 4fr 65 centimeter angled glidecath was used to access the proximal portion of the stent over a 0.035" 260 centimeter glidewire advantage. The glidecath got stuck in a proximal lesion within the stent, and a large portion of the catheter sheared off when it was attempted to be removed. About half of the glidecath was sheared. The segment that sheared off was easily snared and retrieved from the patient. There was no effect to the patient. The outcome of the procedure was successfully completed. There was no patient injury or surgical intervention required. Additional information was received on 01 mar 2022: the patient was in stable condition. All sheared catheter pieces were retrieved from the patient. Hemostasis was achieved by manual compression. There was no blood loss. The catheter was damaged and the catheter was in two pieces when removed.